Event description:
Caller (pt's doctor's office) alleged discrepant results compared with the lab. Pt was also contacted for additional information. Pt's therapeutic range: 2.5-3.5 inr. Pt has been testing at home since (B)(6) 2011.

Manufacturer narrative:
Investigation pending.